Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was alarming with an open book and a red x on it. The change battery alarm was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube thread .